Event description:
Additional information was received from the user regarding the cleaning disinfection and sterilization (cds) of the device where: the minimum effective concentration was checked prior to each cycle of use. The endoscope was precleaned immediately after each procedure. 3m enzyme detergent is used in the manual cleaning process. The internal channels of the endoscope were brushed. Leak testing is performed after manual cleaning. After leak testing, the endoscopes are disinfected on the reprocessor as a full cycle process. There are no reported adverse events associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information received from the user regarding the cds of the device and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is likely that the user reprocessing method differed from that of the instructions for use (IFU). The IFU identifies the following verbiage, which may have prevented the phenomenon: ¿always use the olympus-designated detergent. If a non-designated detergent is used, the endoscope may not be properly cleaned or the predetermined sterilization effect may not be achieved.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the lid of the endoscope reprocessor that was using 3m detergent and acecide appeared to be transparent. It was noted, sample was taken to ¿figure out what the transparent material is.¿ there was no harm or user injury reported due to the event. Additional information has been requested regarding this event. If information is received, a supplemental report will be submitted.